Manufacturer narrative:
Follow up #1 submitted: 01/31/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on testing, the pump powered on normally. The display screen was fully functional without lines through the display. The pump was opened for investigation and did not reveal any damage, defect or contamination to the interior pump components. Investigation did not confirm or duplicate the allegation of a line through the display.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging lines through the display screen. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.